Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "clip applier was inserted through trocar without pressure on handle when the clips were applied to the duct and artery some of the clips were not fully closing and doctor had to use multiple clips and took off the ones that were not fully close." Patient status: "good".